Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was 67 mg/dl and 180 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food,juice and glucose tablet. Customer uses auto mode. Based on customer report customer did not allege insulin pump was over delivering. The device will not be returned for analysis.